Manufacturer narrative:
Consumer reported concerns of inadequate bone quality/ quantity, also immediately extraction of the site. Also concerns of infection, mobility & pain

Event description:
Consumer reported concerns of inadequate bone quality/ quantity, also immediately extraction of the site. Also concerns of infection, mobility & pain